Event description:
Implant surgeon reported to our sales rep that during a surgery it was observed that a distal miss drilling occurred. There was a delay of 5 min. A replacement was available and the surgery was successfully completed.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.